Event description:
Senseonics was made aware of an instance where the patient experienced hyperglycemia and he visited hospital to get treated. Patient reported that his continuous glucose monitoring (cgm) system showed 100 mg/dl where as blood glucose meter showed 600 mg/dl.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user was not calibrating correctly as required, leading to the inaccuracy of sensor readings. User was educated on proper calibration techniques and the importance of calibrating correctly. The user was treated with insulin at the hospital. No further investigation was found necessary.